Event description:
According to the report: after firing the instrument, the anvil was not tilted. The doctor twisted the device and tried to remove it, but could not. A portion of the tissue was not cut, and re-anastomosis was done. Oozing under 200cc had occurred. Nothing fell into the patient's cavity; however, the procedure was extended more than 30 minutes.